Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The lesion being treated was located in the 2nd obtuse marginal. The physician implanted a taxus liberte stent of unknown size. In (B)(6) 2012, the patient experienced a mi. The patient was hospitalized. In (B)(6) 2012, the 100% stenosis of the 1st obtuse marginal measuring 3.0x35mm ws treated with a non-bsc stent. Residual stenosis was 0%.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR 2134265-2013-04419. It was further reported that during the index procedure the 100% stenosed , 3.0x48mm de novo target lesion was treated with predilation, placement of a 2.5x20 taxus liberte and 3.0x32mm taxus liberte stents and postdilation. Residual stenosis was 0% and timi flow was restored to 3. The patient was discharged on aspirin and ticlopidine.

Manufacturer narrative:
Date of birth, patient sex, relevant tests/lab data, other relevant history: updated.